Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) herniated his reservoir. The reservoir was explanted and replaced in a different location under his rectus muscle. No patient complications reported.

Manufacturer narrative:
D4. Concomitant product UDI for cylinders is (B)(4).